Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearing did not function. This was contributed to normal wear of the device. Various parts were replaced. Device was returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported attachment becomes hot. This is report 1 of 1 for complaint (B)(4).